Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pulmonary vein isolation procedure, a communication issue occurred and the procedure was cancelled. Just before transseptal puncture, connection between the stimulator and touchscreen could not be established. An error message was noted stating: ep-4 hardware not connected. Checking the connections, re-plugging, restarting, power cycling didn't solve the problem and the procedure was cancelled. The same day, a new rs-232 cable was provided which resolved the issue and connection could be established. Further procedures for the day could be executed without problem.